Event description:
The pump was returned for investigation. Investigation revealed contamination was found to the force sensor plate and the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box review shows reboots on the reported event date of (B)(4) 2013. The battery compartment is cracked extending from threads down to the case seal. No battery cap was returned with the pump. The pump was opened and disassembled, contamination was found to the force sensor plate. The force sensor resistance reading is above specifications. No intermittent condition was found to the power circuit.